Event description:
The manufacturer received information alleging a ventilator had an internal battery failure and a "service required" alarm condition occurred. . The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issues.